Event description:
A caller reported that an occlusion alarm occurred. There was no adverse impact on the customer's blood glucose level. Tandem technical support instructed the caller to perform a system check and no issues were identified. The customer replaced pump supplies and resumed insulin therapy.